Manufacturer narrative:
(B)(4). Approximately 19 inches of the external portion/distal end of the percutaneous lead was returned for evaluation. During the evaluation, no breaches in the wire insulation were identified. The percutaneous lead was suspended in a saline bath for high-potential testing to check for current leakage through the insulation but no areas of compromised insulation could be confirmed. The evaluation of the replaced portion of the percutaneous lead could not confirm a device-related issue. The patient remains ongoing on lvad support; the internal portion of the percutaneous lead could not be fully evaluated. It was reported that following the percutaneous lead distal end replacement, the patient experienced additional alarm events while the pump was operating on the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was seen in the clinic on (B)(6) 2015 for audible and visual low speed advisory/hazard alarms and a pump off event that occurred on (B)(6) 2015. When the patient bent over while at the clinic another round of alarms was elicited. It was reported that the patient was symptomatic during the events; however, the nature of the symptoms was not provided. The manufacturer's technical services representative reviewed submitted x-ray images which did not reveal any areas of concern internally; however, some shielding compromise by the distal end bend relief on the external portion of the percutaneous lead (lead) was observed. Review of the submitted system controller log file confirmed the reported alarms. On (B)(6) 2015, a lead evaluation was performed and continuity testing did not reveal any broken wires. The entire external portion of the lead was replaced with no issues. The patient was placed on a grounded power module patient cable and initially no further alarms were reproduced. However, later in the evening, the alarms reoccurred while the system controller was connected to a power module with a grounded patient cable. An ungrounded power module patient cable was provided to the patient. The patient is reportedly not a pump exchange candidate at this time.